Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "dissection occurred with balloon catheter when performing angiography at the ostium of coronary sinus. The patient had little tamponnade (not blood but contrast product). It was noticed because of drop of blood pressure. It was not enough to drain. The patient was monitoring but was well at the end of procedure." The patient's current condition is reported as "stable."

Event description:
It was reported that: "dissection occurred with balloon catheter when performing angiography at the ostium of coronary sinus. The patient had little tamponnade (not blood but contrast product). It was noticed because of drop of blood pressure. It was not enough to drain. The patient was monitoring but was well at the end of procedure." The patient's current condition is reported as "stable".

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.